Event description:
It was reported that the pump button was not working. There was no adverse impact to the customer¿s blood glucose level. The customer used multiple daily injections (mdi) as a backup insulin therapy. Tandem technical support instructed the customer on various troubleshooting steps and confirmed that they would send a replacement pump. The customer understood the need to let the current pump¿s battery deplete before returning it, and acknowledged the steps to take upon receiving the replacement, which included returning the defective pump via ups using a provided return box and label within ten days.